Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The cause of the peritonitis was reported to possibly be due to a blockage or a break in aseptic technique, but this was unable to be confirmed. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) and ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis. On an unreported date, dianeal therapy was discontinued and the patient was placed on hemodialysis. On an unreported date, the patient was discharged from the hospital to a nursing home facility. The patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Manufacturer narrative:
(B)(4). On an unknown date, the patient was also initially treated for the peritonitis with cefradine (dose, frequency and duration not reported). Nine days after being diagnosed with peritonitis, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.